Manufacturer narrative:
This initial report was submitted but failed. This complaint is part of internal retrospective review of complaints received from march 2014 to march 2016, conducted by oscor as a result of process improvements made to the complaint system to ensure proper medical device reporting is maintained. As part of the detailed review, this event has been determined to be reportable. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
Customer reported they have been informed by a customer on 24.4.2015 that an abnormal pacing threshold elevation up to 3.5v has been observed during follow-ups of 4 patients implanted with our devices connected to oscor refino leads. This lead was implanted for approximately 4 months. Numerous corresponding emails between the customer and oscor occurred, asking for additional information about the device and patient. On august 14, 2015 the customer supplied two (2) follow-ups with electrical information for the lead. They also reported the physician complains about bad lead performance (measured values). 1st f-up on 23.4.2015: ventricular pacing threshold: 3,75 v / 1,0 ms. 2nd f-up on 12.5.2015: ventricular pacing threshold: greater than 4,5v / 1,0ms (too high to be measured with pacemaker). Ventricular sensing: 10,7 mv (at implant was 15 mv). 3rd f-up on 27.5.15: ventricular pacing threshold: 2,0 v / 1,0 ms. Ventricular sensing:3,59 mv (at implant was 15 mv). Ventricular lead impedance:300 ohm (at implant 600 ohms).

Manufacturer narrative:
This ventricular lead will not be returned for analysis as it was disposed. As a result, the allegations against this lead (elevated threshold) cannot be confirmed. Review of the device history records found no rejects or anomalies recording during manufacture of this work order. A review of complaints identified this is the fourth complaint reported from this work order for elevated threshold. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The lead remained implanted for approximately four (4) months. Although the root cause of this failure could not be determined, potential causes of this failure may be: unsatisfactory electrode placement or the physician damages the coating on tip during implant. The potential effect to the patient for the reported failure may be: less efficient pacing and more frequent battery replacement, intermittent or continuous loss of pacing or sensing, or the lead may require a second procedure for repositioning or removal. The risk was reviewed for elevated threshold for this lead and determined to be as low as practicable of medium risk. Based on the investigation, a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. The qa permanent pacing lead final inspection for this device indicates that the lead is checked 100 percent for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100 percent inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring. Polaris coated leads, use tip as contact. "D" dimension on is-1 connector is measured and tubing inspection is done. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted. The instructions for use (IFU) inform the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Precautions: the use of the subclavian vein puncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian vein puncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) are not entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements.

Manufacturer narrative:
Correction: corrected country and zip code. Oscor inc. Was informed their initial MDR 1035166-2017-00014 had failed; this acknowledgement was inadvertently missed by oscor.